Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection the inspection revealed that the lead body was found squeezed and deformed 11cm distal to the is-1 connector pin. In this region the inner insulation was found ruptured, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the above mentioned damages, it is reasonable to assume that it resulted from a tight suture sleeve. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Oversensing on ra channel with pocket manipulation was reported. Lead was secure in header at explant. No adverse patient events were reported. Should additional information become available, this file will be updated.